Event description:
It was reported that pump displayed malfunction alarm with code that caller had not previously reset and no notable events occurred before issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions and assistance to reset pump, confirmed that malfunction alarm did not recur after reset, was advised to continue using pump and to call back if any malfunction returned, and acknowledged and understood instructions.